Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. The patient found fluid on the cassette pump plate when removing the cassette. She was able to complete her treatment via manual exchange and her effluent remained clear. No med intervention was required. Sample has not been returned to the MFR.